Event description:
It was reported that during a percutaneous coronary intervention procedure, the coating of the guide wire was "stripped off". The non-calcified 80% stenotic lesion was located in the proximal segment of the tortuous left anterior descending (lad) artery. The choice pt guide wire was advanced to the lesion and it was reported that the coating of the guide wire was visually seen to be "stripped off" at the proximal site. The procedure was completed with this device. No patient injury or complications were reported. The patient's condition was reported as "good". Additional information has been requested, but not received.